Event description:
It was reported that the ilet device sustained a cracked screen after being dropped, and a replacement was arranged with instructions provided for shutdown, return, data syncing to the mobile app, and re-startup on the replacement device while the user continued backup therapy and cgm use. Symptoms included no reported adverse clinical effects, with blood glucose documented as in range. Outcomes included temporary interruption of pump use with continued diabetes management via backup therapy. Investigation included a review of the event description, user education, and coordination of device return for assessment. Investigation of this case revealed physical damage to the device enclosure/display consistent with accidental impact, with no indication of device performance issues prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.